Event description:
It was reported that intermittent loss of capture (loc) was observed on the left ventricular (lv) channel of the electrogram (egm). The field representative also reported the patient may have had some lv stimulation that they are dealing with. The device and leads remain in service. No adverse patient effects were reported.